Manufacturer narrative:
The reported event for scs system being non-functional was confirmed. As-received, the ipg would not communicate due to a depleted battery. After the battery was recovered, the ipg communicated, charged, and was functionally tested to manufacturing specifications using the autotester. The reported event of discomfort/pain cannot be confirmed through product testing alone. There were no physical anomalies present on the ipg that would cause discomfort.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient and event information.

Event description:
Related manufacturer reference number: 1627487-2021-17735. It was reported that patient was experiencing ineffective coverage and the system was not functioning well. As such surgical intervention took place wherein the ipg and lead was explanted.